Manufacturer narrative:
The coulter hmx hematology analyzer with autoloader is listed by (B)(4) to the following standards: (B)(4). On (B)(4) 2008, the fse installed a new pneumatic power supply and connected the unit to electrical power. The transformer then began to smoke and the fuse burned on the instrument panel. He disconnected the new power supply and reinstalled the old power supply. The fse ordered a second power supply and returned to the customer's facility to replace the power supply. He also replaced the burned fuse. Instrument passed verifications tests. Verified repair per established procedures. Results meet published performance specs. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.

Event description:
There was a report from a beckman coulter employee, a field service engineer (fse), of smoke from a new power supply of a coulter hmx hematology analyzer with autoloader upon power up on (B)(4) 2008. The fse proceeded to power off the analyzer. He evaluated the component inside the power supply and determined there was no burning. The power supply was then removed from the analyzer. No fire alarms were set off, and the fire department was not called. No reports of death or serious injury, and no affect to operator safety as a result of this event. This event occurred at: (B)(6).